Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the insulin pump was not exposed to an MRI. Assisted the caller to run the displacement test and the test failed. The customer's blood glucose reading at time of call was 420mg/dl. Advised the customer revert to back plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarms.